Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of a 25 mm diameter x 30 mm length abdominal aoritc aneurysm in 2000. Lesion morphology is unk. It was reported that distal migration of the stent graft occurred due to progression of the aneurysm disease into the aortic neck. The aortic neck dilated and aneurysm diameter was noted to increase from 6 cm in diameter to 9 cm in diameter. The pt was reported to have been lost to follow-up for approx two years. It was reported that a 32 mm diameter bifurcated stent graft from another MFR was successfully implanted within the previously deployed aneurx bifurcated stent graft. No add'l sequelae were reported and the pt is reported to be fine.